Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the end of life message and the ipg became inoperable. In turn, surgical intervention was undertaken on (B)(6) 2019 where in the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Patient sex: it was inadvertently reported as "male. The correct information is mentioned in the additional report-2 ."